Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center touch panel was not functioning and there appeared to be liquid leaking from the usb (universal serial bus) port on the front of the display. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding inside the device, no image and scope socket failure a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.